Event description:
At about 1 year and 10 months from the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert (from 10 mm to 14 mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15 november 2023. Lot 2005736: (B)(4) items manufactured and released on 06-aug-2020. Expiration date: 2025-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.